Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead exhibited unstable thresholds and was intermittently high. The rv lead was reprogramed, revised and remains in use. No patient complications have been reported as a result of this event.